Event description:
Device 4 of 4: reference MFR report#1627487-2018-08143, reference MFR report#1627487-2018-08138, reference MFR report#1627487-2018-08146. Additional information received identified that surgical intervention was undertaken on (B)(6) 2018 wherein the anchor was repositioned deeper. Issue was resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report#1627487-2018-08138,, reference MFR report#1627487-2018-08143 reference MFR report#1627487-2018-08146. It was reported the patient experienced discomfort at the anchor or the suture site. As a result, surgical intervention may be pending to address the issue.